Event description:
According to the reporter: the pt experienced wound dehiscence. There was no infection. Pt with smoking history. And possible resumption of nicotine post operatively. No medication needed. Local wound care.

Manufacturer narrative:
(B)(4).